Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by cloudy effluent, specifically described as "capd fluid coming cloudy". The cause of the peritonitis was not reported. The patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies, duration and routes not reported) for the event. At the time of this report, the patient outcome was not reported. Action taken with the dianeal and extraneal therapies was not reported. No additional information is available.